Event description:
A customer contacted haemonetics on (B)(6) 2012 to report that their orthopat machine had no power. No donor or operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2012 to report that their orthopat machine had no power. No donor or operator injury was reported. Upon evaluation of the device the reported problem was verified and major blood spill was found inside of the device. Several components were damaged due to burning/ carbonization including the controller board and the driver board. The following parts were replaced due to fluid ingress: anticoagulant line filter, power supply, top deck distribution board, centrifuge and inlet valve. (B)(4).